Event description:
It was reported that the physician's vns handheld computer would not hold a charge. The physician keeps the device plugged in when not in use, but she often finds that the battery becomes depleted very quickly after some use, leading to the device is turning itself off. Troubleshooting was performed by manufacturer representative, but problem persisted. Product was returned to manufacturer, but analysis is pending.